Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had not been able to get their therapy to work for their symptoms. Patient said they were still urinating 6-7 times a night and they couldn't go grocery shopping or do a lot of things.  Patient also mentioned that their healthcare provider had to change their catheter every month. Patient stated that they just went through all of the programs 10 minutes ago and none of them worked because they felt uncomfortable stimulation down their leg and not in their bladder. Agent reviewed therapy information and general programming guidance with the patient. During the call, the patient changed programs and increased their stimulation to a level they could feel and was comfortable. Patient will maintain stimulation level and will continue to track symptoms. Additional information was received from the patient on (B)(6) 2026. They reported that they were needing assistance and that they hadn't slept in two days. The agent reviewed how to change programs with caller. The caller stated that no matter what program they tried they feel the stimulation down their leg. The caller confirmed that they had not had any falls or trauma to the area. On the call, the caller changed their programs and attempted to adjust to a comfortable level but stated they were feeling it down their leg at 0.6. The agent redirected the caller to the healthcare provider (hcp) to further assist with the ins. The caller stated that they had an appointment with the hcp on (B)(6).

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.